Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). No device was returned for evaluation. The device history file for the liner was reviewed and did not identify any deviations or anomalies in the manufacturing process. The device was used in the treatment of the patient. A complaint history review identified no other complaints for the part-lot combinations for the liner, apart from those associated with this patient. It is reported that a link femoral head was used with trilogy 10 degree poly liner and trilogy acetabular shell. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Primary surgery notes dated (B)(6) 2011 were reviewed. The notes were unremarkable and did not yield additional information that could identify the root cause for the reported dislocation. Surgical notes, dated (B)(6) 2011 indicate that the prosthesis dislocated in maximum flexion and in rotation. With the information provided, a specific cause could not be determined with certainty.

Event description:
It is reported the patient experienced a dislocation on an unknown date which resulted in a closed reduction. This device was used in combination with competitor femoral components, which were later revised due to subsequent dislocation.